Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that due to a dislodgment this left ventricular (lv) lead a surgical intervention was taken to replace this lead. The lead will not be returned.